Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the investigation revealed the returned device was broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both impactors was cracked upon insertion of their corresponding components. All parts were recovered. Please replace. No surgical delay.